Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility.

Event description:
Additional information was received by the user facility. An olympus endoscopy support specialist contacted the customer regarding the positive culture that was reported and offered to provide a reprocessing in-service and observation to assist in determining the cause of the failure. The user declined the offer of an in-service and stated that the device was sent to olympus for repair and the facility believed that the damage to the scope prevented adequate cleaning of the channel, therefore, damage to the scope and not improper reprocessing caused the failure.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The device failed a leak test due to a leak on the bending cover. There was a dent on the insertion tube and bending section. The device failed the electrical continuity reading due to water invasion. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training if necessary, to correct and address any reprocessing deviations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported suspicion of cross-contamination concern with the evis exera iii bronchovideoscope. No patient harm was reported.